Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with unspecified damage. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. Upon further review, the quality engineer has identified a door issue as the confirmed reported condition. This condition has the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of unspecified damage was confirmed by the quality engineer as a pump head door issue. The assignable cause was identified as broken pump head doors. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.